Event description:
On 2/26/79 rptr's doctor performed a bilateral subcutaneous mastectomy and immediate insertion of prostheses. She had no pain not even from the lumps. The pain started after the first implants. After a few months these implants started getting very hard, round and tight like a baseball. In early 1982 the doctor removed the implants and she believes he said he would place the implants under the breast muscles to correct this problem. The second operation did not correct her pain problem. She questioned this pain in relation to her implants with several doctors but they had no answer for the problem. It started gradually every two to three months with sudden, severe crushing chest pain, weakness, fatigue headaches, memory, concentration problems and numbness and tingling in the extremities. The pain starts in the chest radiates up to the neck over the left shoulder down the left shoulder, left arm and sometimes into the left leg. She has the pain constantly now. About every three to four days she must have a toradol shot to ease the pain. On 5/27/91 she suddenly had rather severe grand mal type seizure activity which lasted for several minutes. She was evaluated and thought to have had an unexplained grand mal seizure and was in a postictal state. On 7/17/91 she was seen for a severe neurologic event. She had been having severe neck, upper back, shoulder, and upper extremity pains at home and was experiencing considerable problems with this. Several tests were performed such as mris, cat scan, neurology etc, with no favorable solution. It was a thought she might have contracted encephalitis somewhere but that was ruled out in neurologic consultation and evaluation on 7/8/91. On 4/1/90 she was forced to retire early due to her tremulousness and nerves. Her illness did not improve and in 11/91 she was awarded social security disability because of her deteriorating health. In summary, she has suffered 15 years with what she would call implant poisoning. The doctor says it isn't the implants because they are saline. She does not believe this, because every test given has shown up negative. Her husband and she are stressed out and are nervous wrecks. (*)